Event description:
Customer's husband reported on (B)(6), 2010, that customer received readings of 277 mg/dl and 170 mg/dl from their freestyle lite meter on (B)(6), 2010 that were higher than they felt. Customer's husband also reported customer experienced symptoms of hypoglycemia and loss of consciousness on (B)(6), 2010. Paramedics were called and they obtained a reading of 36 mg/dl from their hcp meter. Customer was transported to a health care facility where she was diagnosed with severe hypoglycemia and treated with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer's husband reported future dates for reading obtained ((B)(6), 2010) and medical event ((B)(6), 2010). In addition, it is unknown what readings customer obtained from her meter at the time of the medical event. Adc customer services were not able to reach customer for calcification. Since the reported reading were obtained the day prior to the medical event; thus, they are not related to the medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory on (B)(6), 2010 four days prior to the reported medical event date. This is a final report.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to be flashing and he was unable to dial a dose. On (B)(6) 2010, it was reported that the numbers on the display were missing parts and not visible. This humapen memoir is associated with pc (B)(4) and lot 0904c01. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model and the reported device for an unspecified amount of time. The return of the device is anticipated. It was not provided if the patient would continue to use this device model.